Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the trigger of a system 7 reciprocating saw was sticking, a condition in which the device has the potential to run without user activation. After follow-up, the account has not provided any further information or details regarding this event. Attempts are still being made to obtain more information. If more information is provided by the account, the decision will be re-reviewed.

Manufacturer narrative:
The original reported event, trigger sticking, was confirmed. During the inspection the service technician observed the reported comment that the trigger was sticking, but no run on was reported. Upon disassembly it was found that the drivetrain was corroded and stiff while the entire inside of the handpiece had large chunks of corrosion, which can contribute to the reported event and can be caused by improper or non-recommended cleaning procedures.

Event description:
It was reported that the trigger of a system 7 reciprocating saw was sticking, a condition in which the device has the potential to run without user activation. After follow-up, the account has not provided any further information or details regarding this event. Attempts are still being made to obtain more information. If more information is provided by the account, the decision will be re-reviewed.